Manufacturer narrative:
Continuation of d10: product ID 3887028101 serial# (B)(6) implanted: (B)(6) 2003 explanted: (B)(6) 2024 product type lead product ID 3887028101 serial# (B)(6) implanted: (B)(6) 2003 explanted: (B)(6) 2024product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3887028101, serial/lot #: (B)(6), ubd: 07-may-2006, UDI#: (B)(4); product ID: 3887028101, serial/lot #: (B)(6), ubd: 02-aug-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced lack of efficacy, the foot pain has never been able to be covered by the ins and the patient was no longer using the device on a regular basis as it does not help the pain. It was also stated that the leads no longer cover new pain area. Loss of efficacy was noted. A revision was performed on (B)(6) 2024 to try and improve coverage. The ins and two leads were replaced. On (B)(6) 2024 the patient reported that the back and leg pain had improved. Outcome was resolved without sequelae. Etiology had a casual relationship to the device or therapy.